Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that per the patient's family member, the patient was found dead with all the ventricular assist device (vad) alarms going off.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.